Manufacturer narrative:
Investigation summary: five photos were returned for investigation. Foreign matter was observed in the returned photos. One actual sample in open packaging was returned for investigation. The actual sample was subjected to visual inspection. Fiber fm was observed on the catheter of the returned sample. Foreign matter was found on catheter. The fiber foreign matters was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the fiber foreign matter matched the spectrum of polypropylene. Investigation conclusion: fiber foreign matter was observed on the catheter of the returned sample. DHR review: device history record of packaged needle (pn) batch 6295394, catalogue number 388512 and its assembled needle (an) batch 6295023, part number 8301339 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Root cause description: polypropylene is used in the manufacturing of the needle cover. The needle cover was produced by the needle cover supplier. A (B)(4) had issued to supplier to investigate on the nonconformance. The root cause of the fm is the material drooling due to overheated temperature screw in the machine from insufficient material. A corrective action had been implemented by supplier to improve the machine alarm function to activate before the material completely depleted from the loader. This is to reduce similar nonconformance from occurring. The affected needle cover batch was produced before the implementation of the corrective action.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a "clear lump" of foreign matter was found on a 24g x 0.75in (0.7 x 19 mm) bd insyte ¿ IV catheter prior to use. There was no report of injury or medical intervention.